Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a intermittent flash memory failure at bga components u500 and u1003 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.